Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the was able to get it connected. The cause of the communication issue was patient error as they were not using the communicator correctly. The issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1xvas, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the rep wanted to go beyond 8.5 v, implying some sort of issue. Technical services reviewed with the rep that 8.5 volts is the maximum upper limit for this device. The rep said the lead wire moved significantly, that it's not in the right place, thus the patient isn't feeling stimulation at 8.5 volts, and the rep was hoping to be able to go higher. It was noted the lead migration was found after implant, and the cause was due to physician mistake. As of now the patient is doing fine, may be receiving stim. The lead has not been explanted. Patient weight is approximately (B)(6) pounds. On 2019-may-03 the rep clarified that yes, a lead migration was confirmed. It was not placed optimally by the physician. The patient never felt stimulation, but feels they are getting some symptom relief. No actions were taken or are planned. No further complications were reported at this time.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins)for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was needing an MRI and was trying to turn stimulation off but couldn¿t get the ins to communicate with the bluetooth device. The patient was seeing a communication error, unable to communicate with the device, and seeing communication lost. The caller stated after the new ins was placed, they could never get the new ins to communicate. The caller noted they tried communicating with the ins several times at the healthcare provider¿s office and they ¿worked on it¿ for over 4 hours but never got the ins to communicate with the external devices. The caller also mentioned the patient was going to have an x-ray to determine if it (caller assumes the lead) was disconnected. The caller also reported that the patient had not had therapeutic effect, did not feel stimulation, and had not since the ins was implanted. No further complications were reported.